Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic. The pump was received moisture damage at motor. The pump was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her pump got knocked into the ocean. The customer reported fluid under the lcd display. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.